Event description:
The customer reported being hospitalized due to low blood glucose of 135mg/dl. The customer stated that she did not feel well for a couple of days, but he thought it was due to a new medication. The customer believes that he overcorrect his high blood glucose. Troubleshooting was performed. The customer stated that the reservoir was showing the same amount of insulin as shown on the status screen. Days later, the customer called back and stated that the insulin pump was set to beep, but she was not able to hear the beeps. Assisted the customer to change the alert type to vibration type. Performed a self test and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. The insulin pump audio tone/beep alert functioned properly, no anomalies noted.